Event description:
Pt enrolled in the trial. Difficulty advancing the filter wire/basket in the delivery catheter due to tortuousity beyond the lesion. Filter remained in place longer duration during the clinical evolution of stroke signs and symptoms. During procedure pt. Suddenly stopped following commands, became nonverbal, and exhibited r arm paralysis. Air embolism suspected. L carotid stented. Rapidly improving r side weakness. Impression is l mca stroke secondary to air embolism. Pt continues to gain strength, vs stable, labs ok. Plan to continue asa, plavix, statin and lovenox for dvt prophylaxis pt transferred to braintree rehab.